Manufacturer narrative:
(B)(4). At this time, the device remains implanted but programmed off. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode reported having a build-up of fluid at the upper incision for the electrode that would periodically get tender and drain. The boston scientific field representative discussed this patient with the physician and learned the patient has a localized infection at the distal sense a electrode. The physician was planning to explant the system and re-implant once the infection was cleared. It was discussed that the patient had thin skin and was barrel chested; a two incision technique was being considered for the reimplantation, to avoid having a wound over the sense a electrode. An invasive intervention was later performed, where a portion of the electrode was removed. The incisions at the sense a and sense b electrodes were cut open. The lead was cut and pulled up towards the sense a incision site. It was noted the lead had a slimy substance on it, which was believed to be from the infection. The physician planned to implant a new electrode once the infection was cleared. The device was programmed off and remains implanted. The portion of lead was sent to the hospital laboratory for cultures. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the device remains implanted but programmed off. This report will be updated when additional information is received. Boston scientific received additional information. The device and remaining portion of electrode were explanted and replaced with a new s-ICD system. There were no allegations against the device. The patient received a newer model that included additional features not available in the explanted device. The portion of electrode was returned for disposal. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode reported having a build-up of fluid at the upper incision for the electrode that would periodically get tender and drain. The boston scientific field representative discussed this patient with the physician and learned the patient has a localized infection at the distal sense a electrode. The physician was planning to explant the system and re-implant once the infection was cleared. It was discussed that the patient had thin skin and was barrel chested; a two incision technique was being considered for the reimplantation, to avoid having a wound over the sense a electrode. An invasive intervention was later performed, where a portion of the electrode was removed. The incisions at the sense a and sense b electrodes were cut open. The lead was cut and pulled up towards the sense a incision site. It was noted the lead had a slimy substance on it, which was believed to be from the infection. The physician planned to implant a new electrode once the infection was cleared. The device was programmed off and remains implanted. The portion of lead was sent to the hospital laboratory for cultures. No additional adverse patient effects were reported.